Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, and 90% stenosed proximal right coronary artery. The 3.5 x 12mm nc trek was used for pre-dilatation prior to deploying a 3.5 x 15mm xience prime stent. The 3.5 x 12mm nc trek was advanced again for post-dilatation and inflated to 13 atmospheres when the balloon ruptured. A 4.0 x 12mm nc trek was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue; guide cath: axess 6fr jr4; stent: xience prime 3.5 x 15mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.